Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however the latest data is unavailable at this time. This investigation will be updated when further information is provided. This pacemaker remains in-service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however the latest data is unavailable at this time. This investigation will be updated when further information is provided. This pacemaker remains in-service. No adverse patient effects were reported. Additional information was received from the field representative. This pacemaker remains in-service and is undergoing frequent monitoring. This investigation will be updated should further information become available. Eventually, confirmation of device replacement due to premature battery depletion was received. No information has been provided regarding this product return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however the latest data is unavailable at this time. This investigation will be updated when further information is provided. This pacemaker remains in-service. No adverse patient effects were reported. Additional information was received from the field representative. This pacemaker remains in-service and is undergoing frequent monitoring. This investigation will be updated should further information become available. Eventually, confirmation of device replacement due to premature battery depletion was received. This pacemaker was successfully returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and had underdone several power resets. It was confirmed that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Also, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This correction report is being submitted to provide additional device analysis results in h11 section as these details were inadvertently omitted in the previous submission.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however the latest data is unavailable at this time. This investigation will be updated when further information is provided. This pacemaker remains in-service. No adverse patient effects were reported. Additional information was received from the field representative. This pacemaker remains in-service and is undergoing frequent monitoring. This investigation will be updated should further information become available. Eventually, confirmation of device replacement due to premature battery depletion was received. This device was subsequently returned to boston scientific for analysis. No additional adverse patient effects were reported.